Manufacturer narrative:
(B)(4). Product under eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well at the time of the call but customer states that she has been admitted to the hospital due to her blood pressure, however remains admitted because of the glucose levels she obtained with the trueresult meter. Customer states she was almost administered insulin due to the result obtained with trueresult meter. Verified the strips expire 03/27/2018. Customer confirms the strips are stored properly. Reviewed meter memory: (B)(6).

Event description:
Consumer complaint of low blood glucose results. Customer states that she feels well at the time of the call but customer states that she has been admitted to the hospital due to her blood pressure, however, remains admitted because of the glucose levels she obtained with the true result meter. Customer states she was almost administered insulin due to the result obtained with true result meter. Verified strips expire 03/27/2018. Customer confirms the strips are stored properly. Reviewed meter memory: 76mg/dl (B)(6) 2015 06:30:00am fasting yes; 102mg/dl (B)(6) 2015 09:00:00pm fasting yes; 107mg/dl (B)(6) 2015 07:30:00pm fasting no.